Event description:
It was reported that the patient was experiencing extremely high continuous jolting or shocking sensation resulting in significant muscle spasms. It was also noted that the patient was experiencing inadequate stimulation despite multiple reprogramming attempts. High impedances were noted on the patients leads. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads will not be returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred in the winter of 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 20080409. Product family: scs-ipg-r; upn: m365sc365sc11600; model: sc-1160; serial: (B)(4); batch: 20361094.